Event description:
Non-conformity report stated: oxygenator had to be changed for another after two days of use due to clotting in the unit. On (B)(6) 2011, email from territory manager stated: customer is not necessarily suggesting oxygenators were defective in some way. In the field we have been directed to report any hiccup with a product. Anti-coagulation management of these devices is complex. No negative patient consequences resulted. Oxygenators are to be sued for a maximum of 6 hours as stated in the IFU.

Manufacturer narrative:
The product was not returned for evaluation. (B)(4).